Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, during a case, the unit lost tidal volume. There was no reported patient injury.

Manufacturer narrative:
The customer retired the unit and it is no longer in service. No further information available.